Manufacturer narrative:
No device returned for evaluation due to device is still implanted in patient. Device is still implanted in patient.

Event description:
Dr. (B)(6) is alleging that 5 of 6 screws used in a procedure on (B)(6) 2015 did not seat all the way down; locking mechanism would not lock over screws for both implants. 15 minutes delay caused by this issue. Screws had to be removed and the resilient arms 'moved/bent'. No product being returned because it remains implanted.